Event description:
It was reported that the user experienced an insulin leak from an ilet cartridge, with an insulin odor noted and visible leakage on clothing and later observed the cartridge cap to be crooked; the user replaced the cartridge and supplies and blood glucose subsequently stabilized. Investigation included user troubleshooting and education. Further investigation of this case revealed evidence consistent with a leaking cartridge and a mis-seated or crooked cartridge cap. The user reported symptoms included nausea, dizziness and lethargy associated with elevated blood glucose. Outcomes included transient hyperglycemia without alerts, alarms, or hospitalization. It was concluded that the event was attributable to a cartridge leak associated with improper cap seating. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.